Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "the trocar in the vitrectomy kit was broken" (break). The facility biomedical engineer reported, the cannula was found broken upon opening the pak, allowing the cannula to move inside the handle. On 03/22/2010, the facility medwatch form was received. The facility risk mgmt reported that during surgery, the trocar in the vitrectomy kit was broken, allowing the cannula to move up inside the handle. The trocar cannula was removed and replaced in the eye. Surgery proceeded without incident. Surgery was planned as a pars plana vitrectomy, posterior hyaloid dissection, perfluoron injection, and draining retinotomy. The surgery was completed as planned. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B) (4). (B) (4). (B) (4).